Manufacturer narrative:
Na.

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patients urine sample tested on a cobas 6000 c (501) module. The initial result was 15.47 mg/dl and was released as 15 mg/dl, but was questioned by the physician as the same urine sample was tested at another facility and the creatinine was reported as 50 mg/dl. The same sample was tested on the original analyzer on (B)(6) 2018 and a result of 49.89 mg/dl was obtained and was deemed to be correct. There was no adverse event. The customer stated that calibration and qc results were acceptable. There was no reagent issue evident. The crep2 reagent lot was 31774201 with an expiration date of 31-oct-2018. The analyzer alarm history showed no conspicuous events. The field engineering specialist was unable to determine a root cause. He checked and adjusted rinse levels. He verified that the pump pressure was good. He performed precision checks with acceptable results. No further issues were reported following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.